Event description:
Same case as (B)(4). It was further reported that the physician attempted to retrieve the wire fragment with a snare without success. The patient became hypotensive, medications were given, and an intra-aortic balloon pump was inserted prior to the patient being taken for surgery. The patient will need to come back for further intervention.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture and vessel perforation occurred. Vascular access was gained via the right radial artery. The 90% stenosed, 4mm x 3.5mm target lesion was located in the non-tortuous, heavily calcified mid left circumflex artery (lcx). A 1.5mm compliant balloon was advanced however could not cross the lesion. The floppy rotawire guide wire was advanced beyond the lesion into the distal circumflex artery utilizing a 3.75 6f non-bsc guide catheter. The 1.25mm rotalink burr was advanced onto the wire, remaining outside of the body, and initially set at a platform speed of 185-190,000, then lowered to 165-170,000. The physician then attempted to advance the burr into the body and prior to the burr entering the body the physician noted that the burr had become stuck on the wire. The physician then withdrew the devices as a unit, noting the distal guide wire had fractured approximately 5mm distal to the guide catheter as it was turning into the lcx, leaving approximately 100mm of the guide wire in the lcx. A proximal wire fracture outside of the advancer was also noted. A vessel perforation was noted in the distal left main artery (lm). The patient experienced tamponade and was urgently taken for bypass surgery, however the wire fragment could not be removed. Following surgery, the patient remains stable with no further complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure a wire fracture and vessel perforation occurred. Vascular access was gained via the right radial artery. The 90% stenosed, 4mm x 3.5mm target lesion was located in the non-tortuous, heavily calcified mid left circumflex artery (lcx). A 1.5mm compliant balloon was advanced however could not cross the lesion. The floppy rotawire guide wire was advanced beyond the lesion into the distal circumflex artery utilizing a 3.75 6f non-bsc guide catheter. The 1.25mm rotalink burr was advanced onto the wire, remaining outside of the body, and initially set at a platform speed of 185-190,000, then lowered to 165-170,000. The physician then attempted to advance the burr into the body and prior to the burr entering the body the physician noted that the burr had become stuck on the wire. The physician then withdrew the devices as a unit, noting the distal guide wire had fractured approximately 5mm distal to the guide catheter as it was turning into the lcx, leaving approximately 100mm of the guide wire in the lcx. A proximal wire fracture outside of the advancer was also noted. A vessel perforation was noted in the distal left main artery (lm). The patient experienced tamponade and was urgently taken for bypass surgery, however the wire fragment could not be removed. Following surgery, the patient remains stable with no further complications.